Event description:
It was reported that prior to a breast biopsy, the blade was too fast. No pt consequences were reported.

Manufacturer narrative:
Date sent: 07/11/2007. Information anticipated, but unavailable at this time.